Manufacturer narrative:
(B)(4). The customer's report of a communication error was confirmed. Analysis of the event log found a channel disconnect occurrence along with a communication error as reported. The source pump module still logged events right after the loss of communication event, which means the source module still had power and was still infusing until the pump module door was opened which ended the infusion. A visual inspection of the pc unit iui (black in color) showed minor red and green contamination on a few of the pins. Functional testing of the pc unit device and the associated pump modules ran for a total of four days and had no communication errors or channel disconnect events. Testing could not replicate the reported incident and therefore, no definitive cause was found.

Event description:
Customer reported a communication error. Two modules were attached at the time and prior to the error the modules had been infusing for four hours. Although requested, no add'l pt or event info was provided.